Manufacturer narrative:
The insulin pump was received unit with moisture damage on lcd board. No moisture damage noted on motor assembly. No unresponsive buttons noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. No unlocked connector at lcd board. The insulin pump had cracked reservoir tube lip and minor scratches on lcd window.

Event description:
The customer reported via phone call that he recently wore the insulin pump into a swimming pool. The customer stated that water was visible under the display and the buttons were responding more slowly than normal. Blood glucose level at the time of the incident was 422 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.